Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the external plates fell down and got damaged. There was no reported patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model #: 861290) and will be reported in the united states under device model #: 861290.